Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a procedure (date is unknown). According to the complainant, the device was replaced due to deterioration of the tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - the reported event of deterioration of peg tube. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.